Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection identified that there was seal marks on the tubing and the pouch was missing seal marks. The cause of the sets damage was due to the set being sealed in the packaging machine. Awareness training for the operators was performed and a mechanism for detecting tubing caught in the seal was installed on the machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continu-flo primary drug administration set was damaged. The unspecified damage was identified before use. There was no patient involvement. No additional information is available.